Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, and unexpected restart error test. However, there was a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0 lbs and a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test and there was no constant tone during testing. There was also no unexpected restart alarm. The pump was received with a minor scratched display window, a cracked case at display window corner. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at reservoir tube window corner, and a cracked belt clip slot.

Event description:
The customer reported via phone call that she has been trying to change the insulin and started to prime it but it wouldn't stop and the count didn't come up. Customer stated that it wouldn't stop and then she received a compromised force sensor system alarm. Customer stated that there was now a constant tone and the pump was not that old. Customer stated that she now had an unexpected restart alarm on the screen. Customer stated that the pump was not dropped or bumped prior the compromised force sensor system alarm occurring. Customer mentioned that the pump has been dropped when she had a slip but it was not recent. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.